Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ in the lips. Patient experienced a "possible vascular reaction" and was treated with approximately 450 units of hyaluronidase injection into the lips. Following this injection, "patient developed severe edema in the injected lip," deed not related to the device. It was noted "no systemic symptoms of anaphylaxis. Everything appeared to be fine at the vascular level with good capillary refill and good staining of the treated area. Edema improved with reactine."

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.